Event description:
It was reported that the customer dropped the insulin pump, and the end cap sticker came off. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a broken off end cap, scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.